Manufacturer narrative:
High stop current due to moisture damage on the lcd board. Insulin pump passed the self-test and displacement test. No blank display anomaly noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown. It also reported that screen had crack. It was also reported that the after insertion of battery display did not returned. The customer was advised to discontinue the use of pump and revert to back up plan. It was also reported battery compartment was neither damaged nor corroded. The insulin pump will be returned for analysis.